Event description:
It was reported that there was a lead safety switch (lss) on the cardiac resynchronization therapy pacemaker (crt-p) system due to the right atrial (ra) lead pacing impedance measuring greater than 2000 ohms. Technical services (ts) reviewed device data and found inappropriately stored atrial tachy response (atr) episodes due to over-sensing of myopotential noise while in the unipolar configuration from the lss. Reprogramming was advised for troubleshooting. It was noted that this patient was not pacing dependent in the ra. This ra lead was not manufactured by (B)(6) no adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).